Manufacturer narrative:
Cont'd from : 25 ml baxter bag lot w8k27c14 exp aug 19 0.9% nacl injection; 200 ml baxter bag lot 385799 exp oct 20 0.9% nacl injection additional information provided: d.10 & d.11. The customer¿s report of a tubing back check valve failure was not confirmed. Visual inspection of the set noted no damage or abnormalities. The check valve was also visually inspected under magnification and was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing resulted in no air bubbles or fluid observed going past the check valve or into the primary bag. Investigational testing performed by the supplier of the back check valve resulted in normal findings. No particulates were noted on the diaphragm membrane, and excess solvent was not indicated. No damages to the interior of the check valve or to the diaphragm were discovered. The root cause of this failure was not identified.

Event description:
It was reported that a secondary medication was programmed to infuse in two hours and after one hour the secondary bag was empty and the primary bag was fuller than expected. No patient harm occurred. The tubing was in use for 6 days at the time of the event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a secondary medication was programmed to infuse in two hours and after one hour the secondary bag was empty and the primary bag was fuller than expected. No patient harm occurred. The tubing was in use for 6 days at the time of the event.